Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the respiratory therapist was checking cuff pressure on the tracheostomy tube for a patient in the intensive care unit (ICU), the pilot line/balloon was found detached. The tube had been inserted nine (9) days prior to the event and was intact at the time of the insertion. The trach tube had been lubricated when it was initially inserted and the cuff pressure was checked twice a day. The tube was replaced and it is reported that the patient is stable.